Manufacturer narrative:
Results: the cat6 was ovalized approximately 124.0, 127.5, 128.0, 129.0, 132.5, and 135.0 cm from the hub. Conclusions: evaluation of the returned cat6 revealed that the distal shaft was ovalized. If the peel-able sheath (supplied by penumbra) is not used during insertion of the cat6, the cat6 may be forcefully gripped or pinched during insertion, and damage such as ovalization may occur. During the functional test, the cat6 was advanced through the returned rhv with resistance due to the distal shaft ovalization. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the superficial femoral artery (sfa) using an indigo system aspiration catheter 6 (cat6) and a non-penumbra sheath (cook). During the procedure, the physician attempted to insert the cat6 into the check flow valve; however, it was unsuccessful. Therefore, the cat6 was removed. It was reported that since there was no clot that went downstream, the physician opted not to use aspiration and completed the procedure performing an atherectomy using the same sheath. There was no report of an adverse effect to the patient.